Event description:
It was reported that this pacemaker device exhibited noisy signals and oversensing on both right atrial (ra) and right ventricular (rv) channel. This device remains in service. No adverse patient effects were reported.